Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-04166, 0001825034-2017-04167, 0001825034-2017-06894. Concomitant medical products- 54 unknown metal head p/n unknown l/n unknown; 15 mm taperloc stem p/n unknown l/n unknown magnum m2a cup p/n unknown l/n unknown; unknown metal liner p/n unknown l/n unknown, unknown m2a taper p/n unknown l/n unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation (hospital will not release product). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products- 54 unknown metal head p/n unknown l/n unknown; 15 mm taperloc stem p/n unknown l/n unknown magnum m2a cup p/n unknown l/n unknown; unknown metal liner p/n unknown l/n unknown . Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-04167.

Event description:
It was reported that patient had revision procedure due to leg length being too short. During the procedure, the stem, cup, and liner were removed and replaced. Attempts to obtain additional information have been made; however, no more is available at this time.